Event description:
On (B) (6) 2010, the patient reported he received an e4 (occlusion) error on his insulin infusion device while trying to deliver a bolus. He stated he was bolusing because he had an elevated blood glucose reading of 418 mg/dl at 8pm with his normal range being 127-130 mg/dl. He said he has no symptoms. He stated he had lemon pie for lunch. He said his infusion device has been making a beeping alert noise all day but he ignored the beeping. The patient reviewed his device history and saw multiple e4 (occlusion) errors. He said he changed the insulin cartridge this morning and his device adapter "awhile" ago. He changed his infusion headset and tubing 3-4 days ago. The patient was instructed to disconnect from his headset and prime through the tubing which he did without error. He inserted a new headset and successfully delivered the rest of his bolus. A request for additional training was submitted. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.